Event description:
It was reported the customer was receiving no delivery alarms during the fill tubing process. The customer's blood glucose was 130 mg/dl. Troubleshooting did not occur as the customer stated the no delivery alarm was resolved by a complete set change. The customer declined to return their products for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).